Event description:
It was reported to boston scientific corporation that during a vaginal prolapse repair procedure using a capio standard suture capturing device, the physician successfully used the capio device to place two capio sutures (manufactured by teleflex medical inc, distributed by boston scientific corp.) Inside the patient. However, when the physician attempted to throw a third suture through the patient's tissue, less than 1 centimeter of the suture (with the needle at the end), detached inside the patient. The physician decided not to retrieve the suture as he was concerned at causing trauma by attempting to remove the suture from inside the patient and did not believe that "the suture posed any significant risk to the patient." There was reportedly no indication of any problem with either the capio device or the capio suture during inspection, prior to the procedure. The procedure was completed with this capio standard suture capturing device, without any further complications to the patient, who is reportedly in "good" condition post-procedure.

Event description:
It was reported to boston scientific corporation that during a vaginal prolapse repair procedure using a capio standard suture capturing device, the physician successfully used the capio device to place two capio sutures (manufactured by teleflex medical inc, distributed by boston scientific corp.) Inside the patient. However, when the physician attempted to throw a third suture through the patient's tissue, less than 1 centimeter of the suture (with the needle at the end), detached inside the patient. The physician decided not to retrieve the suture as he was concerned at causing trauma by attempting to remove the suture from inside the patient and did not believe that "[the suture] posed any significant risk to the patient." There was reportedly no indication of any problem with either the capio device or the capio suture during inspection, prior to the procedure. The procedure was completed with this capio standard suture capturing device, without any further complications to the patient, who is reportedly in "good" condition post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: though the patient's exact age is unknown, she is reported to be over 18 years of age. (B)(4) - the reported issue of suture detachment. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.